Event description:
An asymptomatic patient presented in the clinic after a patient notifier alert for low hv lead impedance was delivered. A potential insulation problem on the hv portion of the lead was suspected. Noise was also observed on the atrial lead with pocket manipulation. Leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.